Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needle broke approximately 7cm into the procedure. The patient was taken to surgery for retrieval under fluoroscopy. The broken part was successfully retrieved. The post-surgical neurological examination showed full strength and no numbness or tingling of the lower extremities. The epidural space and dural sac were intact. There was no harm to the mother or fetus. The fetus was exposed to fluoroscopy.

Event description:
It was reported that the needle broke approximately 7cm into the procedure. The patient was taken to surgery for retrieval under fluoroscopy. The broken part was successfully retrieved. The post-surgical neurological examination showed full strength and no numbness or tingling of the lower extremities. The epidural space and dural sac were intact. There was no harm to the mother or fetus. The fetus was exposed to fluoroscopy.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle and no relevant manufacturing issues were revealed. The customer supplied three photos of the complaint sample for evaluation. The photos showed an epidural needle that was broken at the center of the cannula, a product lidstock and an x-ray image that appears to show the separated cannula piece within the patient. The customer returned one epidural needle and the lidstock of an epidural needle package. The stylet and needle guard were not returned with the damaged epidural needle. The returned component was visually examined with and without magnification. Visual examination of the returned epidural needle revealed that the needle is broken apart into two pieces at the center of the cannula. The two pieces of the broken needle are bent into an oval shape at the point of separation. Markings on the body of the needle rubbed off and there are scrapes on the body of the needle that are rough to the touch. The needle appears to be used in that biological material can be seen at the distal tip of the cannula. The biological material was removed from the tip of the cannula which appeared to be a hard-brown color material. The biological material measured 6mm (ruler: c05158). Biological material was not found in the proximal broken piece of the returned epidural needle. The outer diameter (od) of the returned epidural needle cannula measured 0.0578" (calipers: 10081388) which is within the specification of 0.0575"-0.0585" per needle product drawing an-02017-001b, rev 10. The inner diameter (ID) of the cannula could not be measured without further damaging the needle; however, the inner diameter at the hub measured 0.045" (pin gauge: c05157) which is within the specification of 0.044"min per needle product drawing an-02017-001b, rev 10. Additional resistance to breakage testing was performed on 5 samples provided by the sales rep (same lot as reported lot) and 30 samples from inventory (different lot as reported lot). Each needle passed the resistance testing performed per iso 9626:2016. Specifications per graphic an-02017-001b rev 10 were reviewed as a part of this complaint investigation. A review of design change history for part number an-02017-001b was performed as a part of this investigation. Design changes have not been made to this part in the past two years that would have led to this complaint. The reported complaint that an epidural needle broke during an epidural procedure was confirmed based on evaluation of the sample received. The customer returned an epidural needle without a stylet and needle guard. The returned epidural needle appeared used and was broken into two pieces at the center of the cannula. The needle met all relevant dimensional requirements and a device history record review did not reveal any relevant issues. Additional resistance testing was performed on 35 lab inventory samples of the same needle part number which all met iso standards. Based on the investigation and report provided by the customer, unintentional use error caused or contributed to this issue. Teleflex will continue to monitor , and trend reports of this nature.